Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified; however, the alleged unresponsive touchscreen, battery issue, and unexpected reset issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touchscreen became cracked and unresponsive. In addition, it was reported that the battery did not charge and the pump unexpectedly reset. There was no impact to customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.